Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing severe pain over the mechanical anchors site. The patient underwent a revision procedure wherein the mechanical anchors were replaced with silicone suture sleeves. The patient was doing well postoperatively. No device malfunction was suspected. The explanted mechanical anchors will not be returned.